Event description:
It was reported by service report that the pt right siderail won't lock in the up position. Customer could not determined if there was pt involvement, however, no adverse consequences were reported.